Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use the user noticed that the catheter was kinked and medical agent did not flow into the catheter. Therefore the catheter was replaced by a new one. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was kinked and medication would not flow through. The customer returned one opened kit (reference attached files (B)(4). The catheter was removed from the returned kit and visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical, but used with no observed defects or anomalies. A manual flow test was performed using the returned catheter and snaplock adapter. A 20ml lab inventory syringe was connected to the returned snaplock adapter and catheter. Using hand pressure, the water was injected. Water could be seen immediately exiting the distal end of the catheter. No blockages were found. The reported complaint of the catheter being kinked and medication not injecting through could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned catheter passed a other remarks: functional flow test and no kink was found. Therefore, no functional or visual issues were found with the returned sample.

Event description:
During use the user noticed that the catheter was kinked and medical agent did not flow into the catheter. Therefore the catheter was replaced by a new one. There was no patient injury.